Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported that electrode #11 had impedance greater than 10,000 that had been previously marked (B)(6) 2013 within patient notes. The issue was not resolved and the cause was unknown. The reporting representative confirmed that programming did not use electrode 11. The patient had 2 leads and it could not be determined which lead had electrode 11. There was no complaint by the consumer. The impedance test on (B)(6) 2019 was done during an interrogation of the device for MRI eligibility determination. The patient was reprogrammed due to new change in pain pattern. There was no surgical intervention planned or performed. No further complications were reported.